Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The reported complaint could not be duplicated. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a system failure. There was no report of patient involvement.